Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.18 ng/ml on a pt who was presented in the ed. Results (ng/ml): I-stat; (B)(6) 2011 at 21:36 results: 0.18. No repeat performed. Beckman access (lab): (B)(6) 2011 at 22:01 result: 0.03. Repeat testing: result: 0.03. The suspected discrepant results were released to a physician or caregiver. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration.